Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted with a proglide device after an interventional procedure. Reportedly, the proglide device became stuck and required surgical intervention to remove it. The patient lost 1-2 liters of blood and there was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was received: a guide separation occurred during the procedure. No additional information was provided.